Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the operating room for normal device change out procedure. During procedure, chest x-ray was performed and revealed the right ventricular lead observed externalized conductors. There were no electrical anomalies. The lead remained implanted and the patient would continued to be monitored with routine follow up.